Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during drain 1. The home patient (hp) stated the patient line inadvertently separated from the transfer while sleeping. The hp restarted the set-up with all new supplies. The tsr advised the hp to contact his nurse in the morning. The hp discarded the sample. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.